Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered, and the lead exhibited high impedances, noise oversensing, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.